Manufacturer narrative:
H10: per the customer¿s response, the reprocessing steps at the material residue point were not deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle/c-cover could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized (cds) prior to its return. According to the customer the following details regarding the cds process were: before the instrument was sent to the service center, the instrument was regularly reprocessed according to our internal protocol (channel irrigations with external pump in enzyme solution - anyosime x3); cleaning of external surfaces with a solution of chlorhexidine; internal brushing of canals and valve seats with chlorhexidine; passage, with cycle complete, in endoscope washer operating with electrolyzed acidic water. The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. In addition to the findings in b5, evaluation found the following: no scope identification data was on the chip, due to wear of angle wire the play of up/down and right/left knobs were out of the standard value, adhesive on the bending section cover was discolored, the scope connector cover has a scratch, adhesives around objective lens had a white-clouded area, and the adhesives around light guide lens had a white-clouded area. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that they were concerned with the aspiration system of the gastrointestinal videoscope. The issue occurred during a procedure. There was no report of patient harm, injury, infection, or procedural delay. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified: foreign material found between the nozzle and the plastic distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.